Event description:
Catheter inserted, stylet removed and laid down. When stylet was picked up to discard, technician received needlestick injury to right index finger. Protocol for needlestick injury followed, patient tested. Additional information received from the facility indicated that all protocol blood testing on the technician and the patient was negative. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer to evaluate. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries.